Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2024-00389. It was reported the patient lost effective coverage due to the drg leads migrating. The migrations were confirmed via x-rays. The patient underwent surgical intervention where both the leads were replaced and thereby restoring therapy.